Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's reported blood glucose value is 51mg/dl. The customer stated that they treated low blood glucose with food. The customer was using auto mode feature it is unknown. The insulin pump will not be returned for analysis.